Event description:
On (B) (6) 2010, the pt reported e6 (mechanical) error was displayed on the infusion device while attempting to bolus for elevated blood glucose. He stated, his blood glucose measured 159 last night prior to bed and was elevated to 206-207 mg/dl when he woke up. His normal blood glucose range is 150 mg/dl in the morning. He replaced the battery and e10 (cartridge) error was displayed. He attempted to perform the change cartridge procedure and e10 was displayed. He did not have another new battery to insert into the infusion device. The pt called back on (B) (6) 2010 and stated, he changed the battery and e10 recurred. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.